Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A total hip replacement surgery was performed via an anterior approach (pinnacle - corail), and the curved introducer of the final stem broke. The surgeon noticed this in the afternoon (the surgery was performed in the morning) during the postoperative x-ray. The surgeon is still unsure whether to perform a second surgery to attempt to remove the broken piece of the impactor.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information provided: "this morning, a total hip replacement surgery was performed via an anterior approach (pinnacle - corail), and the curved introducer of the final stem (ref 2598-07-440) broke. The surgeon noticed this in the afternoon (the surgery was performed in the morning) during the postoperative x-ray. The surgeon is still unsure whether to perform a second surgery to attempt to remove the broken piece of the impactor". The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed the tip of the device broken. Furthermore, on the x-ray evidence, a foreign body/fragment was identified near the stem's neck. No other anomaly was identified on the evidence provided. Breakage is consistent with cyclic bending loading of the inserter tip that exceeded the fatigue strength of the material. Previous investigations based on failure analysis through complaint data, identified that exposure to high-cycle impact loading, particularly when combined with slightly off-center and/or irregular impact patterns, can induce cyclic bending stresses on the inserter tip. These conditions may significantly accelerate the propagation of fatigue cracks, ultimately leading to the mechanical failure of the impactor tip. Properly handling and attention to the approved use of the device diminishes the risk of failure. Although the foreign body observed appears to be the device broken fragment reported, there is no certainty nor evidence to verify it. Furthermore, with information provided, the potential cause can be traced to user due to improper method procedure. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the cor/tri ant stem insert shaft would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.